Manufacturer narrative:
(B)(4): endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning site, follow-up guidelines. Patient anatomy (inverted funnel shape) likely contributed to the reported type ia endoleak. Act of 400 may have exacerbated the leak. Placement of another manufacturer's stent resolved the endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male patient with aaa, ischemic cardiac disease, percutaneous coronary intervention and open heart surgery underwent aaa repair. The patient's anatomical form was suitable for endovascular repair, though the proximal neck was inverted funnel shape (24mm - 26mm) and was angled 59 degrees at 15.6mm below from the renal arteries bifurcation. The left common iliac artery was tortuous approx 90 degrees. The procedure was consisted of placement of a mainbody and two iliac leg grafts and the final confirmatory angiography showed proximal type 1 endoleak. Act was around 400. However, it was solved by additional placement of another manufacturer's stent. The patient had a favorable outcome and no images will be provided to assist in this investigation.